Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. The subject device is not available for evaluation as it remains implanted in the patient. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards lifesciences will continue to monitor all reported events. If any additional information is received a supplemental MDR will be submitted.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted for three (3) years and five (5) months, is being evaluated for a intervention due to severe regurgitation and moderate pvl and (valvular and perivalvular), thickened leaflets. Per medical opinion, a contributing factor of these failures is an undiagnosed endocarditis in 05/2019. An intervention is planned, but not scheduled at this time. Per medical records patient presented with shortness of breath and fatigue with exertion with mild le edema over the past 6 months, has nyha class ill chronic diastolic heart failure. Cause of premature valvular degeneration is likely endocarditis given his prior episode of strep bovis bacteremia, despite the lack of visible vegetation or pvl on prior tte/tee in may of 2019.